Event description:
The following was reported to gore: on (B)(6) 2024, a gore® dryseal flex introducer sheath (dsf2233) was used as accessory to treat thoracic aortic dissection. After flushing the sheath with 1.5ml saline per normal process, dsf2233 was advanced into femoral artery to target lesion. When excluder device was inserted around 5cm, it was found minor blood leakage at the end of sheath. The physician flushed more water into sheath, then the water leaked from end of sheath. Eventually, it was found valve was broken. Therefore the sheath was removed out of patient. Another dsf2233 was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19- the lot met all pre-release specifications. The engineering evaluation confirmed a gore® dryseal valve with dilator lock (dryseal valve) leak during inflation. The root cause of the valve leakage was confirmed to be separation between the gore dryseal (gds) film tube and the gore dryseal valve with dilator lock; fitting, outer, trailing (trailing outer fitting). The root cause of the gds film tube ring failure could not be confirmed with the available information. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correct h3: device returned for evaluation. Add d9.